Event description:
The customer reported that they noticed a small slit on the donor line after a collection procedure. After rinseback procedure, the operator removed the needle from the donor's arm and noticed a tiny amount of blood on the needle line tubing. The donor is reported in healthy and stable condition. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that would have an impact on the needle line tubing. The run data file (rdf) for this procedure was analyzed. The signals in run data file do not indicate any loss of pressure throughout the procedure, specifically during tubing set test. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Sample trima disposable sets were altered to simulate the slit in the tubing and then tested by loading them on a trima machine and starting a procedure. When the slit was on the tubing between the clamp and the manifold, the disposable set would not pass the tubing set test. If the slit in the tubing was between the needle hub and the clamp, the set would pass the tubing set test and continue on into the procedure. During this test, only a small amount of fluid leaked out of the set and a small amount of air was drawn into the set during a draw cycle. The manufacturing area does have scissors in order to remove sharps from sets that are to be discarded. It was also determined that this section of the set is not leak tested as the clamp for the leak tester is upstream from the likely area of the slit in the tubing. A review of the lot for similar reports was carried out and none have been reported. Root cause: due to only a portion of the set being returned a definitive root cause cannot be confirmed. Based on the evaluation of the portion of the set received, it is believed that the slit in the tubing was between the clamp and the manifold on the needle line. This configuration would fail the tubing set test, which did not occur per the rdf analysis. Thus, it is believed that the slit in the tubing occurred during the disconnection of the donor as the customer site does use scissors on their disposable sets. However, it cannot be fully ruled out that the slit location was between the needle and the clamp due to only a small portion of the set being received. The root cause of this scenario is likely inadvertent damage to the set during the manufacturing process. Correction: manufacturing staff were made aware of this incident and retrained to the appropriate procedures.

Manufacturer narrative:
Investigation: the customer returned a 3.5" section of tubing with the white pinch clamp and blue thermo sleeve for investigation. Upon visual inspection, it was noted a 1/8", perpendicular slit in the tubing. The slit was through a single layer of tubing. Based on the orientation of the clamp and clamp color, this may possibly be the clamp to the needle line and the slit in the tubing would be between the manifold and the needle, toward the middle of that tube. Investigation is in process. A follow-up report will be provided.